Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic liver resection - "the user inserted the device into the body for a transdiaphragmatic approach through an intercostal space during laparoscopic liver resection. In the closing pf procedure, the patient developed aerodermectasia and pneumothorax, which did not require any additional treatments or prolong patient's hospitalization. The user reported he did not notice any abnormality in the device before or after the use. He also mentioned: aerodermectasia and pneumothorax were caused by complex factors; one of the factors for the pneumothorax is sliding of the retention disc from the specified position when forceps are inserted/removed into/from the device. If the insertion portion of trocar, which is penetrating the diaphragm, is move then, a space is developed between the insertion portion and the diaphragm. It is possible that air entered into the chest cavity through such space. The subject device was not sent to (B)(4) since the user facility had discarded it."